Event description:
It was reported the patient experienced ineffective therapy. X-rays showed the lead migrated. As a result, the patient underwent surgery on 28sep2022 where the lead was repositioned which resolved the issue.

Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. The patient's leads was revised to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.